Manufacturer narrative:
The following information was obtained from evaluation of the instrument logs by the manufacturer: an event code indicating that the condensate bottle was not detected by the corresponding sensor was recorded on 12 occasions between 18:00 pm on (B)(6) 2017 and 07:46 am on (B)(6) 2017. The following information was displayed to the user: "condensate bottle is not present. Insert bottle to continue." It should be noted that the instrument cannot run without the condensate bottle installed. Bottle 9 (ethanol) was not in contact with the corresponding sensor for approximately 1 minute and four seconds from 07:40 am on (B)(6) 2017. The properties of the corresponding reagent station were reset at 07:41 am on (B)(6) 2017, which set the ethanol concentration in bottle 9 to the default value of 100% from the calculated concentration of 80% prior to this action. Specific information was provided by the complainant that bottle 9 (ethanol) had been removed from the instrument and inserted briefly into the condensate bottle position as a functional check before being replaced into the correct position in the reagent cabinet; and the default concentration of 100% had been set without replacing the reagent as the instrument software uses reagent concentration to select reagent stations when a protocol is scheduled, the reagent in bottle 9 (ethanol) was used for the final dehydration of four (4) protocols, which completed on either (B)(6) 2017. Although information provided by the complaint indicates that the sub-optimal processing reported was derived from the "routine 10 hr" protocol started in retort b at 17:34 pm on (B)(6) 2017, it is likely that the quality of tissue processing from an additional three (3) protocols would also have been adversely impacted because the reagent in bottle 9 (ethanol), which had a measured concentration of 87% on 12 october following completion of the four (4) protocols, was also used for the final dehydration step in each of these protocols. The minimum final reagent concentration required for ethanol is 98%.the consequences of using ethanol at a concentration less than the minimum required for the final dehydration step in a protocol is re-introduction of water into the tissue which cannot be displaced in subsequent wax infiltration steps; and contamination of the wax used in the subsequent wax infiltration steps, ultimately resulting in sub-optimal tissue processing. As the wax in wax chambers 2, 3 and 4 was not replaced on (B)(6) 2017, it is possible that tissue samples from an additional two (2) protocols for which these reagents were used in the wax infiltration steps may also have been adversely impacted. Investigation of this complaint found that the instrument functioned as designed during execution of the six (6) protocols, which completed on either 11 or 12 october. The root cause of the sub-optimal tissue processing reported was a use error, which occurred at 07:41 am on (B)(6) 2017. Specifically, a user incorrectly selected the <changed> option rather than the <no change> option when the <inserted bottle configuration> dialog box was displayed on the instrument monitor following re-insertion of bottle 9 (ethanol) into the instrument after briefly placing it into the condensate bottle position in the instrument to perform a functional check, per the information provided by the complainant. The <changed> option should only be selected when the entire contents of the reagent bottle have been replaced with fresh reagent. However, in this instance the user selected the <changed> option despite no change having been made to the reagent in bottle 9 (ethanol). This user action is not in accordance with the manufacturer instructions detailed in the peloris/peloris l user manual. The root cause of the condensate bottle not being detected on 12 occasions between (B)(6) 2017 could not be unequivocally determined from the information available. However, it is considered likely that the condensate bottle was not adequately inserted into the instrument after being removed from the instrument at 21:05 pm on (B)(6) 2017 for emptying.

Event description:
Leica biosystems received a complaint regarding "poor processing" from "one of two processing runs". The complainant advised that all the reagents on the instrument were replaced following the identification of sub-optimal tissue processing; the ethanol concentration in bottles 3-10 inclusive had been measured using a hydrometer prior to replacement; "test runs with spare patient tissues" were subsequently performed and the quality of processing from the test runs was also sub-optimal. The complainant reported that the tissue in 250 blocks comprising a mixture of breast, colon, placenta, gastro-intestinal and cervical biopsies were "gummy, rubbery at the center with crispy outer edges"; and the "tissue did not adhere to wax". On 17 october 2017, a leica field support specialist (fss) visited the customer site to provide applications support. The ethanol concentration in each of bottles 3-10 inclusive, which had been measured by a laboratory staff member on (B)(6) 2017, was provided to the fss. The complainant reported to the fss that the instrument did not acknowledge the presence of the condensate bottle and stated: "to quickly test another bottle, we quickly removed bottle # 9, placed in condensate position and observed. Then re placed bottle # 9 back into position (without changing at 87%). When prompted to use the default concentration 'yes' was selected." On 21 october 2017, leica biosystems (B)(4) received information that all the cases from which tissue samples exhibited sub-optimal tissue processing were diagnosable. On 23 october 2017, a leica field service engineer (fse) attended the customer site to assess the operation and function of the instrument. The fse performed routine preventative maintenance and verified that the condensate bottle was functioning to specification.